Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak (unresolved) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy. Severe calcification of the proximal aortic neck likely caused poor apposition, resulting in inadequate sealing of the proximal ring and subsequent type ia endoleak. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). A type 1a endoleak was present at the end of this procedure. It was noted there was severe calcification near the aortic bifurcation, and the diameter of that section was approximately 16-17mm. It was reported that post implant touch-up angiography did not show a type 1a endoleak. After the ipsilateral limb and the iliac extension were implanted, an angiogram showed a type 1a endoleak. A gore (non-endologix) cuff was implanted, but the endoleak was still present. The physician decided to end the procedure without further treatment. On (B)(6) 2025, a computed tomography (CT) scan showed a residual endoleak. If the endoleak becomes increasingly apparent going forward, coil embolization would be a treatment option.